Event description:
Patient controlled analgesic pump appeared to be infusing without problems, pump alarmed for low volume. When medication bag removed from pump it was noted that the bag still had fluid (pump had under infused).